Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient was connected to the device and while priming the tubes an occlusion alarm went off. This had been happening all weekend but was flushing ok. Kink in line was seen. After multiple alarms family noticed tubing was leaking just below part that clicks into pump and bed was soaked. Home care currently priming lines so mom took client to emergency department where patency of the tubing was established and dose run via hospital pump. Medication received late. Unplanned emergency department visit. Unexpected or prolonged care. No serious harm was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.